Manufacturer narrative:
Correction h6 - medical device problem code from 2915 - device damaged by another device to 3022 - temperature problem.

Manufacturer narrative:
Correction h6 - medical device problem code from 2993 - adverse event without identified device or use problem to 2915 - device damaged by another device.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03107, 3006705815-2021-03108. It was reported that patient experienced burning sensation at the implant site during an MRI procedure. The device was placed on the MRI mode. As a result, the MRI was abandoned. The patient is stable post procedure.